Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 51 first prime pulses and alarmed with an 0x5c at 52 pulses, indicating the open count was too low at the end of priming. Timeouts in pulse widths and a drive stall were also present, contributing the generation of an 0x5c alarm and preventing the needle from deploying. The device was reset and rerun and no abnormalities were found that would have caused the alarm. The internal components had no abnormalities or issues and were found to function properly. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.